Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Log file analysis review date: 02/05/2016; log dates through 01/22/2016 to 02/04/2016: normal power consumption. Additional notes: 2 vad disconnect alarms have been logged on (B)(4) at the following times: (B)(6) 2016 at 22:24:47, (B)(6) 2016 at 22:25:17. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the coordinator that the patient disconnected one battery last night to connect ac power before going to bed. When he did, the controller did not recognize the battery that was connected to the other port and the power disconnect and the vad off alarm sounded. Patient spouse changed to backup controller. Patient stated he felt like he was "dying, but felt fine after the pump restarted." Coordinator tested each battery and his ac adaptor in both ports and all connections were recognized, and was not able to reproduce the event. It was stated that the log files were sent to the manufacturer. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed two controller power-up events on (B)(6) 2016, indicative that both power sources were disconnected from the controller. However, a motor start event did not occur because the driveline was disconnected from the controller. Prior to the loss of power, the controller was connected to a cac adapter on port 1 and a battery with a capacity of 91% on port 2. The reported event could not be duplicated at the bench level; the controller worked as intended. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.